Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the electrode belt was found to have a broken trunk cable connector. The cause for the broken trunk connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that service code 204 appeared on his monitor. The pt was issued a replacement electrode belt.